Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. There were no part(s) replaced to address the issue. Additional findings not related to the malfunction/issue were three system errors that occurred on the device. One of the system error refer to the device cannot operate after three restarts. The second one was an error detected in resolving motor speed, and the last one was for the software detected motor over-current condition on its break pin. The following parts were replaced to address these system errors: main print circuit assembly and blower assembly. Afterwards, the device was checked, cleaned, and found operating properly.